Event description:
Plaintiff alleges development of serious, severe and permanent bodiliy injuries, including but not limited to the development of type-I latex allergy, rashes, severe itching, respiratory problems, asthma, skin inflammation, dermatitis, sore throats, sinusitis, bronchitis, shortness of breath, loss of sleep, extreme discomfort, fatigue, depression and emotional distress, all of which are or may be a permanent, continuing, life-threatening nature.